Manufacturer narrative:
Two lot numbers of anti-hcv ii reagent were used. Patient 2 was tested using anti-hcv ii reagent lot number 748184 with an expiration date of 31-jul-2024. The cobas e411 rack serial number rack was (B)(6). The customer performs qc only on mondays. Two sample tubes were received for investigation on 16-may-2024. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys anti-hcv g2 (anti-hcv ii) assay on a cobas e411 immunoassay analyzer. Sample 1 (patient 2): patient 2 was diagnosed positive for anti-hcv in 2019. On (B)(6) 2024, a sample was drawn and tested on cobas e411 and the initial result was 0.092 coi (negative). The sample was repeated on the same day on the cobas e411 and the repeat result was 0.093 coi (negative). The original sample was sent to a different laboratory equipped with the cobas pro system but the results have not been provided yet. Sample 2 (patient 1): on (B)(6) 2024, a sample was initially tested on a competitor's (alinity) analyzer and obtained a result of 3.45 coi. On (B)(6) 2024, a new sample was drawn and tested on cobas e411 and obtained the result of 0.10 coi (negative). The sample was repeated on the same day on the cobas e411 and the repeat result was 0.098 coi (negative). This new sample was then sent to a different laboratory and obtained a positive result. The exact result was not provided.

Manufacturer narrative:
The investigation of the 2 samples was performed on a cobas e411 using anti-hcv ii reagent lot number 748184 and fujirebio innolia hcv score lot number 411903. The 1st sample: anti-hcv ii result: 0.073 coi (non-reactive). Innolia result: negative. The 2nd sample (sample lipemic): anti-hcv ii result: 0.079 coi (non-reactive). Innolia result: negative. Due to the negative blot results, the elecsys anti-hcv ii results were considered to be true negative. The preanalytic data showed no abnormalities. No foam on the sample or the reagent was observed. The customer was advised to perform qc daily (not only on mondays), respectively every day before sample measurement to ensure that the reagent performs within specification. The investigation did not identify a product problem. The reagent performs within specifications.